Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic, following valve placement, a transesophageal echocardiogram revealed severe aortic insufficiency. Per the physician, the aortic insufficiency was due to a potential leaflet issue. Subsequently, a non-medtronic valve was inserted into the patient via the carotid artery. While advancing the non-medtronic valve, it became stuck in the frame of the implanted valve. It was noted that the non-medtronic guidewire was through the top cell of the implanted valve's frame. The guidewire was pulled back in an attempt to recross the implanted valve; however, it became entangled with the valve frame causing the frame to deform and fold. The non-medtronic valve was withdrawn from the patient and the procedure was aborted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.